Event description:
The nurse reported that high impedance was observed on the vns device on (B)(6) 2013; however, it was first noted by the patient in mid-november (exact date not provided). The patient was seen after reporting falling on the chest in mid november. The patient experienced an increase in seizures, where tonic clonic seizures increased from 2 per month to 6 since the fall in (B)(6) and said that the stimulation could no longer be felt. The vns device was disabled and chest x-rays were ordered. The nurse stated that she is sure the increase in seizures is due to the lack of vns therapy and that the vns lead has been damaged as a result of the fall. Attempts have been made for additional information; however, they were unsuccessful. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer, no gross lead discontinuities visualized.

Event description:
X-rays were received and reviewed by manufacturer. No anomalies were identified with the lead. Portions of the lead appeared to be behind the generator and could not be fully assessed. No acute angles or clear lead break were found in the parts of the lead that could be assessed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Manufacturer narrative:
(B)(4).